Manufacturer narrative:
An event regarding revision involving a 28mm 10 deg insert osteolock was reported. The event was confirmed. Method & results: -device evaluation and results: the liner shows signs of wear. There appears damage due to removal of the device. -medical records received and evaluation: ¿no clinical or past medical history, no patient demographics, and no examination of explanted components is available. After more than twenty years in situ, some poly wear of a total hip arthroplasty is not unexpected. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded based on the clinician¿s report, ¿after more than twenty years in situ, some poly wear of a total hip arthroplasty is not unexpected. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.¿ if additional information becomes available for this investigation it will be reopened.

Event description:
It was reported that surgeon called rep and mentioned a possible revision of a 25 year old hip. Surgeon did an exploratory and everything was well fixed. Surgeon did revise the liner and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon called rep and mentioned a possible revision of a 25 year old hip. Surgeon did an exploratory and everything was well fixed. Surgeon did revise the liner and head.